Event description:
It was reported that "during mantis screw insertion the guide wire became fused with the screw and screwdriver shaft. The surgeon was unable to remove the guide wire and had to take the screw out with the wire attached to screw and screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.